Event description:
Boston scientific received information that during induction training, this device marked "not for human use" became unresponsive during simulated ventricular fibrillation induction following shock delivery. When the shock was delivered, a loud popping sound was heard. Multiple attempts to interrogate and establish telemetry using different programmers were unsuccessful. Prior to the sound, the device was functioning normally. The device remained programmed to monitor plus therapy and will be returned for analysis. No patient was involved in the event.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.